Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank display. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to service the device.